Event description:
This communication is to inform you that edwards received a customer experience regarding a bioprosthetic surgical heart valve. Through investigation, it was identified that this device was not manufactured or imported by edwards. The reported experience is provided below. The information provided indicated that the device in question is an implanted trifecta bioprosthesis that at seven year follow up, echo showed severe aortic regurgitation. Paravalvular leak closure was attempted on (B)(6) 2019 and when that did not decrease the paravalvular leak, valve-in-valve procedure was performed on (B)(6) 2019. Patient was discharged home on post-operative day one in stable condition. Patient: male (dob: (B)(6) 1933). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).